Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for apparent t-wave oversensing on the right ventricular (rv) lead shortly after implant. Now, at the patient¿s device changeout procedure undersensing was during dft (defibrillation threshold) testing in the worst case scenario programming on the rv lead. The physician opted to explant and replace the rv lead. No further patient complications have been reported as a result of this event.